Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a bilateral mastectomy, the tip of the cautery device sparked a flame that was about two inches high. Per the customer, the flame occurred after first use of the cautery device and then the tip was subsequently changed; after the tip was changed, no further incident was observed during the rest of the procedure. The customer indicated that there was no impact or adverse effect to the patient. No impact to the procedure was reported. No serious injury, medical intervention, or follow-up care was reported.